Manufacturer narrative:
A customer from (B)(6) reported to biomérieux a misidentification of a citrobacter freundii external quality control strain as citrobacter freundii and citrobacter werkmanii in association with the vitek® ms instrument (UDI (B)(4)). An investigation was performed. Three samples of the strain were each tested with the vitek ms v2 kb v2.0 and vitek ms v3 kb v3.0. All tests performed gave the expected identification of citrobacter freundii 99.9%, thus, the customer's initial misidentification was not reproduced. Analysis results of the ecal mzml and sample mzml files when the misidentification was obtained (on (B)(6) 2017), include: - an heterogeneity of the "all peaks" = most probably linked to non-optimal spot preparation - a sudden decrease of the number of "all peaks" = most probably linked to the combination of a linear detector which was near the limit value and the need of a new fine tuning. An analysis of the "all peaks" evolution indicates that something happens during each week which could be linked to the quality of the matrix and/or the quality of the strain used. The isolate was then retested by the customer after linear detector replacement and a new fine tuning, and the correct identification was obtained. The root cause of the initial misidentification obtained by the customer is unknown.

Event description:
A customer from (B)(6) reported to biomérieux a misidentification of a citrobacter freundii external quality control strain as citrobacter freundii and citrobacter werkmanii in association with the vitek® ms instrument. The strain was cultured on both cos (columbia sheep blood) and cps® media. Two samples from each media plate were tested with the vitek® ms. The identification results were: cos media: sample 1: citrobacter werkmanii, sample 2: c.freundii / c.werkmanii. Cps® media: sample 1: c.freundii / c.werkmanii, sample 2: c.freundii / c.werkmanii. The expected identification for the strain was citrobacter freundii. The negative control did not give an identification. A biomérieux investigation will be initiated.